Event description:
It was reported no disposable pump wont run, unresolved with troubleshooting, rate 1.5, reservoir volume 9.2, given 60.8, with green flow stop. Air was noted in the line. The pump was alarming no disposable pump wont run for a second time. Silenced the alarm, reviewed pump settings, and verified medication. The pump was powered off, tubing clamped, and cassette removed. Green flow stop noted. There were air bubbles present in tubing of cassette. The tubing was massaged, the cassette was gently tapped on a hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart, but alarm returns. The pump was powered off and tubing clamped closest to port. The patient was not affected.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Catalog number and UDI number) is unknown, no information provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.